Manufacturer narrative:
(B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the chuck was blocked, seized and moved heavy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the drill chuck drilling speed device had an unspecified defect. During in-house engineering evaluation, it was observed that the chuck was blocked, seized and moved heavy. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.